Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had blood glucose (bg) values that dropped to 23 mg/dl. The patient lost consciousness and paramedics arrived to transport the patient to the hospital. For treatment, the patient was put on a intravenous (IV) of dextrose. The patient was also prescribed tramadol at 50 mg to be taken at 1/2 pill at night. The patient was discharged after 3 days.